Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the subject device was replaced during a lead re-intervention (due to high lead impedance) because of normal battery depletion. Because the physician did not suspect any malfunction, the device was disposed of. However, the company distributor reviewed follow up data and observed oversensing. An explanation related to this oversensing. An explanation related to this oversensing phenomenon was requested.